Event description:
Event description cpi received information that interrogation of this implantable cardioverter defibrillator (ICD) at a routine follow up visit on 7/23/97 found that the ICD was deactivated by a magnetic field on 7/2/97. The ICD was reprogrammed to monitor+therapy and the ICD remains implanted.